Manufacturer narrative:
The device was received with critical pump error and pump error 35 confirmed in history file due force sensor flex tail not properly plugged in to electrical board. Unable to perform self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had pump error alarm. Customer's blood glucose value was 380mg/dl. Customer stated they are not able to rewind the pump. . Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.